Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. This supplemental report was created to capture additional information in b5 event description and h6 device codes.

Event description:
It was reported that this right atrial (ra) lead was explanted due to unknown product performance issue. A new lead was placed. No additional adverse patient effects were reported. Additional information received indicates that the lead was dislodged and the explanting hospital disposed the lead.

Event description:
It was reported that this right atrial (ra) lead was explanted due to unknown product performance issue. A new lead was placed. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.